Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigation findings: the reported perforation is confirmed by the imaging review. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Event description:
Description of event according to the published article (bos a et al., 2015): "strut penetration in a (B)(6) female patient with back pain. Image from a contrast- enhanced CT shows right hydronephrosis. A more caudal image from the same CT examination demonstrates strut compression of the proximal right ureter (arrow). The filter was successfully removed and a suprarenal filter was placed." Patient outcome: the filter was successfully removed, and a suprarenal filter was placed

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to the published article (bos a et al., 2015): "strut penetration in a (B)(6) female patient with back pain. Image from a contrast- enhanced CT shows right hydronephrosis. A more caudal image from the same CT examination demonstrates strut compression of the proximal right ureter (arrow). The filter was successfully removed and a suprarenal filter was placed." Patient outcome: the filter was successfully removed, and a suprarenal filter was placed.